Manufacturer narrative:
Date of event: (B)(6). Date of this report: 07-may-2020.

Event description:
The customer reported an oxygen pressure sensor range error. There was no patient involvement.

Manufacturer narrative:
G4: 13may2020. B4: 18may2020. Respiratory therapist confirmed the unit was in clinical use; however, no patient harm. The customer ran preventive maintenance and confirmed the failure. The customer replaced the data acquisition printed circuit board assembly. The unit passed all performance verification testing and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 19may2020 b4: (B)(6)2020. H11:h6: patient code updated: the respiratory therapist confirmed it was not in clinical use and the unit alarmed before it was ever put on a patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.